Event description:
It was reported that the customer's insulin pump had a frozen display. Troubleshooting was performed. The time was not advancing and the buttons were unresponsive. Instructed the caller to remove the battery for five minutes and then reinserted the battery. Advised the customer that a replacement of the insulin pump will be sent. No further info was provided.

Manufacturer narrative:
The insulin pump was received with unresponsive button due to corroded keypad traces. Unit was tested with a test keypad and no frozen display noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.